Manufacturer narrative:
A follow up report will be filed after the tips have been received and the quality investigation has been completed. Not yet received by manufacturer for evaluation.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tips were being tested by a manufacturer's sales representative when they were discovered to break. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the alleged failure was not duplicated.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tips were being tested by a manufacturer's sales representative when they were discovered to break. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.